Manufacturer narrative:
Blocks b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b3 (date of event), b5 (describe event or problem), e1 (initial reporter first name, initial reporter last name, initial reporter facility name, initial reporter address 1, initial reporter zip/postal code, initial reporter phone, initial reporter email, health professional, occupation), h1 (type of reportable event), h6 (impact codes) were updated based on the additional information received on november 10, 2025. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Patient's date of birth is unknown; however, it was reported that the year the patient was born was 1981. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f19 captures the reportable event of surgery.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the axios stent was released halfway, and the remaining part could not be deployed. There were no patient complications reported as a result of this event. Additional information received on november 10, 2025.it was reported that the stent was to be implanted to treat a pancreatic pseudocyst during a stent placement procedure performed on (B)(6) 2025. The procedure was not completed with this device, and the patient was sent to surgery following the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on an unknown date. During the procedure, the axios stent was released halfway, and the remaining part could not be deployed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.